Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the wound drain's tubing broke. It was later reported that the drain was placed on (B)(6) and removed on (B)(6). The nurse stated that the drain suctioned properly.

Manufacturer narrative:
No physical sample was returned; however, a photo was received for evaluation. Per the visual inspection of the photo, the tubing was broken. Remains of dry blood were seen on the internal wall of the tube. The y-connector built at juarez was not included in the photo received. Therefore the reported event was inconclusive. The product and lot number are unknown; therefore, the device history record and labeling could not be reviewed. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the wound drain's tubing allegedly broke. It was later reported that the drain was placed on (B)(6) and removed on (B)(6). The nurse stated that the drain suctioned properly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the wound drain's tubing allegedly broke. It was later reported that the drain was placed on (B)(6) and removed on (B)(6). The nurse stated that the drain suctioned properly.

Manufacturer narrative:
The reported event was confirmed as cause unknown. No physical sample was returned; however, a photo was received for evaluation. Per the visual inspection of the photo, the tubing was broken. Remains of dry blood were seen on the internal walls of the tube. The y-connector built at (B)(4) was not included in the photo received. . The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the wound drain product ifus are found to be adequate based on past reviews. The instructions for use precautions to avoid the possibility of drain damage or breakage: avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks."

Event description:
It was reported that the wound drain's tubing allegedly broke. It was later reported that the drain was placed on (B)(6) and removed on (B)(6). The nurse stated that the drain suctioned properly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the wound drain's tubing allegedly broke. It was later reported that the drain was placed on (B)(6) and removed on (B)(6). The nurse stated that the drain suctioned properly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the wound drain's tubing broke. It was later reported that the drain was placed on (B)(6) and removed on (B)(6). The nurse stated that the drain suctioned properly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the wound drain's tubing allegedly broke. It was later reported that the drain was placed on (B)(6) and removed on (B)(6). The nurse stated that the drain suctioned properly.